Event description:
Eye infections - doctor prescribed polytrim. Infection reoccurs every time I wear my contacts. The only thing changed - contact lens solution - amo complete moisture plus. I have worn contacts for 5+ years without issue. Dose or amount: rinse + soak -min 4 nightly. Dates of use: twenty nine days in 2007. Diagnosis or reason for use: contact cleaner / conditioner. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes. Contact lens solution - we are discontinuing use due to reoccurring eye infections - treated by doctor who prescribed polytrim.